Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarm was unable to be cleared and is reoccurring during normal use. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and had a loss of settings after battery change due to faulty component on the interface board. The insulin pump was received with operating currents within specifications and passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.